Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 204, can comm timeout, belt comm error and abnormal shutdown flags) has been confirmed. The cause for the service codes is a damaged green wire (+3.3v) inside the trunk cable connector. The cause for the damaged wire is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
Review of the download data of a (B)(6) old male pt revealed several code 204, can comm timeout, belt comm error and abnormal shutdown flags. Zoll customer support contacted the pt and issued him a replacement electrode belt.